Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. The philips service engineer (se) inspected the device. The se replaced the power supply to address the issue.

Event description:
It was reported that the ventilator had no power indications. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 24apr19. Manufacture date: 17apr19. A power supply was returned for analysis. A visual inspection of the returned component was performed and found evidence of accumulation of dust on the power supply. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.